Manufacturer narrative:
Event complaint could not be confirmed. Although it was indicated that it would be returned, the drill in question was not received for evaluation. Root cause could not be determined with confidence. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a shoulder arthroscopy procedure it was reported that the drill tip broke inside a patient. It was not able to be removed and was left in situ. Drilling was not with excessive force and there was no movement of the guide while drilling occurred. As reported to remove it (the tip) would require a posterior approach to the glenoid and bone loss to extract it.